Event description:
The customer reported to olympus the evis lucera bronchofibervideoscope air/water leakage from the channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the coating on the connecting tube was peeling due to deterioration. Upon further inspection, it was observed that the connecting tube had buckling and a dent due to physical stress. It was also observed that water tightness was lost due to a pinhole on the bending section cover. It was observed that the bending section cover had slack due to a handling problem. It was also observed that the scope connector and the electrical connector was sticky due to water leakage caused by fluid invasion from the connector. It was observed that the forceps or the cleaning brush could not be inserted smoothly due to a dent on the channel tube. It was also observed that the image guide bundle had significant breakages due to physical stress. Additionally, it was observed that the image guide bundle had a stain. It was observed that the bending tube had a dent due to physical stress. It was also observed that the image guide protector had a scratch due to physical stress. It was observed that the up-down plate was deformed due to a handling problem. Lastly, it was observed that the universal cord had a dent due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: g2 **remove health professional from this section. A review of the device history record and historical complains analyst was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.